Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 1267 pulses. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing, causing the formed needle to not fully retract. Investigation results found that the exposed needle did not damage the soft cannula. Bottom and middle batteries were measured to be slightly low. Pod data was download by powering the pcb using external power supply. During inspection, traces of corrosion were observed on both the bottom and middle batteries.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400 , 17845-5a-aw rev b 09/17 . Changing your pod  : chapter 3 / pages 33 . Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was wearing a pod their reported blood glucose level was 250 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient administered insulin via pen injection.